Event description:
It was reported that after the iab was inserted, the pump's hi pressure alarms registered, and the pump started pumping. The user could not resolve the problem, so the iab was removed and replaced. There were no pt complications.

Manufacturer narrative:
MFR control no. Ii 980053. The sample has been returned to arrow. Examination and testing failed to confirm the customer's complaint. In-house testing on a pump for approx 10 minutes, failed to detect any problems. We were unable to duplicate the reported complaint.